Event description:
It was reported that the patient had sustained ventricular arrhythmia requiring defibrillation or cardioversion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist system (lvas) device, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had mild fatigue. Mexiletine was added and the medication was switched from amiodarone to sotalol. The patient experienced mild weight gain but no decrease in flow. The arrhythmia experienced was ventricular tachycardia. The patient did not have a history of arrhythmia and there was no apparent relationship between the arrhythmia and the device.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.